Event description:
2002 facility alledges that while cleaning this integris unit, the cleaning lady pulled down on the monitor arm and the whole unit pulled off the wall. Patient suffered bruises and strain of their wrist.